Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose was 94 mg/dl. The customer was assisted in programing the device. The customer accidently programmed a 94g of carbs instead of 16 she though she did.the customer was advised to monitor pump and call her healthcare provider if problem persists. The customer run a self-test and it passed.